Event description:
Subsequent to the initial MDR, the claimant¿s attorney reported to dexcom that on or about (B)(6) 2021, the patient alleged that her display device allegedly failed to alert her to dangerous glucose levels and she was unaware that she was experiencing a hypoglycemic event, causing her to fall, hit her head and fracture her ankle. The patient alleged that she required hospital care and surgery for treatment of her injuries. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
Legal counsel reported to dexcom that the g6 mobile app allegedly malfunctioned on or about 12/13/2021; however, the issue was not specified. It was alleged that the patient suffered injuries with no details about the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, signal loss over one hour due to potential patient misuse as the app was manually closed was found in connection with the reported allegation. Despite additional requests for information, no further information was provided.